Event description:
It was reported that during preparation of a 2.5x12 mm rx trek dilatation catheter, the hub separated from the shaft. No other damage was noted to the device. The device was not used and there was no patient involvement. There was a delay of 5 minutes in the intended procedure. Another similar sized trek dilatation catheter was used to complete the procedure. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device status is unknown and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for hub separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was previously indicated that the device status was unknown and the device was not available for evaluation. Subsequently, the device was returned for evaluation. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for hub/shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.